Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose of 700mg/dl and one month ago, customer was hospitalized due to high blood glucose. Customer took off the insulin pump and went to hospital. Customer was treated with intra venous insulin and gave him syringes. Customer was not wearing the insulin pump for greater than 48 hours before the hospitalization. Insulin pump will be return for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, self-test, unexpected restart error test and displacement test. Insulin pump passed the dat test at 0.08730 inches. Unit was received with cracked case at the battery tube threads. Unit was received with minor scratched display window and case.